Manufacturer narrative:
It was reported the electrical cord emitted a spark. Examination of the cord, revealed it had been cut apart by the customer, who had also taken the switch apart. The cord appeared to have been damaged by an external source and the customer may have attempted an unauthorized repair. We concluded that this report was attributable to misuse on the part of the consumer.

Event description:
It was reported the electrical cord emitted a spark.